Manufacturer narrative:
Information has been added to d8, e3, and e4. H6: investigation results - no clinical information or information regarding part numbers or manufacturing information was provided to confirm the risk criteria. However, the most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors but this cannot be confirmed as limited information was available and the devices were not available for evaluation as they remain implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b3, d1, d4, d8, e2, e3, g4, h6 -health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, investigation conclusion and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported by the legal department, that this male patient was revised approximately 2 years post op initial right hip arthroplasty due to polyethylene wear and osteolysis captured in (B)(4). After first revision, patient is still experiencing accelerated wear and/or loosening of the product and is scheduling another revision surgery.

Manufacturer narrative:
Pending evaluation.